Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. The iab was removed and a second iab was inserted the next day. The following was rpt'd to datascope on 10/10/97: blood was noted in the catheter tubing on 9/2/97 after 34 hrs of iabp. It was unk if there was any pt injury or complication as a result of the event. The pt remained critical and another balloon was inserted on 9/3/97. Event complications: none from the event - rpt'd 9/8/97; unk - rpt'd 10/10/97. Pt current status: critical - rpt - 9/8 & 10/10/97.